Manufacturer narrative:
User guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred early in the morning. The customer had not acknowledged the alarm and subsequently the pump shutdown later that evening due the battery draining. The appropriate low battery alerts/alarm were received prior to the pump shutdown. After charging the pump, customer turned it back on and resumed insulin delivery. Pump supplies were not changed. Customer¿s blood glucose (bg) was elevated (bg read ¿high¿) and ketones were present. The next day customer went to the emergency room and was admitted to the hospital. Fluids were administered. Elevated bg was resolved. Customer was discharged on (B)(6) 2019. Customer had reverted to using manual injections (mdi) for insulin therapy. During pump system check with tandem technical support, no issues with the cartridge or infusion set were observed. Customer continued to use mdi.